Event description:
It was reported during the implant procedure that the "screw did not extend." The doctor tested the helix prior to introducing it into the patient, which worked after 10 turns. The lead was positioned, and then repositioned due to high thresholds. The second position resulted in high thresholds too, so a third position was sought. It was on this third attempt that the screw did not extend after more than 30 turns. The lead was explanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; full lead returned and analyzed.